Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's neurologist reported that the patient's generator and lead were explanted due to infection. Device history records were reviewed and showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Event description:
Clinic notes were received that stated that the patient had multiple seizures while the vns device was implanted and ultimately an infection was identified. First the generator was explanted and then the leads, and the infection was treated successfully. Additional information was received from the patient¿s neurologist who stated that the patient experienced an increase in seizures between (B)(6) 2018 and (B)(6) 2018 where the believed cause of the increase in seizures was due to the vns infection. The increase in seizures was stated to be at or below pre-vns levels. No other relevant information has been received to date.